Event description:
3/13/89: mastectomy/reconstructive surgery. 7/6/89: encapsulated implant surgically removed, expander put in. 4/5/90: expander removed, silicone gel implant put in. One yr later, constant and excessive joint pain, feet swelling and fatigue. Rheumatologist thought it was arthritis, but he did no blood work. Treatment: naprsyn. Condition continued to worsen, changed dr. Blood work done 12/93, showed positive ana (320 titer), low white blood count and low lymphocyte count. Diagnosis: lupus. Recommendation: silicone implant removal (being done on 4/13/94). No family history of autoimmune disease. No autoimmune disorders prior to silicone implant.